Manufacturer narrative:
(B)(4). Approximate age of device ¿ 27 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 (estimated date), the patient's lvad was explanted due to a suspected clot. The patient was implanted with another manufacturer's device. Additional information regarding the event was requested, but none has been provided.

Manufacturer narrative:
Evaluation of the pump confirmed the report of suspected pump thrombosis. Examination of interior of the inlet tube revealed a thin deposition of tissue strongly adhered along one half of the proximal edge. Although a specific cause for its development could not be determined, the deposition did not appear to be affecting blood flow through the sealed inflow conduit. Upon disassembly of the pump, examination of the rotor inlet revealed a tissue-like thrombus formation adhered around the inlet bearing ball. The thrombus appeared to have formed in laminated layers and the portion in contact with the bearing appeared denatured, indicating that the thrombus likely developed on the bearing over an undetermined amount of time while the pump was supporting the patient. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.